Manufacturer narrative:
Concomitant medical products: 6943-65, ICD, implanted: (B)(6) 2000.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited high thresholds. No action was taken. The ra and rv lead remain in service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.